Event description:
It was observed during the device inspection, that the colonovideoscope had residual whitish foreign material was found inside the jet tube there were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material. The type and cause of the foreign material remaining in the device was unable to be specified. It is unknown whether there was deviation from the instructions for use (IFU) in reprocessing steps on the location where foreign material remained. No physical damage was found at the location. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.